Event description:
A report was received that during a pt's permanent implant surgery, the junction of the 2 paddles came open, causing the leads to be exposed to air. The pt underwent a revision procedure where the physician replaced the leads with two new leads. The pt is reportedly doing well following lead replacement surgery.

Manufacturer narrative:
The explanted leads were discarded by the medical facility and will not be returned for eval.